Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, lead impedance out of range alert, and the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance (oot) subthreshold lead impedance alert occurred. Max ventricular pace impedance rises from 608 ohm the week ending (B)(6) 2012 to greater than 4000 ohm the week ending (B)(6) 2014.

Event description:
It was reported that there was increased and high impedance on the right ventricular (rv) lead. It was noted there was possible fracture. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.